Manufacturer narrative:
(B)(6) hospital plaza. The user facility submitted medwatch (B)(4) for this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an air embolism. The patient was being treated with continuous veno-venous hemodiafiltration (cvvhdf). The customer stated that there were no issues during setup or during priming of the prismaflex m100 set. No visible defect was noted with the set or the patient's access prior to the event. Treatment had been running for 1 hour and 20 minutes when the baxter hemodialysis machine issued a series of alarms consisting of caution: dialysate/rep2 weight, caution: replacement weight and advisory: clamped bag ¿ dialysate. These alarms were followed by a "air detected" alarm which stopped all pumps and closed the return line clamp. The operator tried to resolve the alarm for almost 15 minutes after ¿end treatment¿ was selected. No pump movements were registered after the alarm. The patient became unresponsive and the treatment was discontinued without blood restitution. A computed tomography (CT) scan was performed with no issues noted; however, approximately 48 hours after the CT scan, a magnetic resonance imaging (MRI) scan was performed and identified an air embolism. After the event, the patient was reported to be unresponsive and has been placed on a ventilator. No additional information is available.